Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for ketones in (B)(6) 2015. The customer was on the onset of diabetic ketoacidosis prior to the hospitalization. The customer's blood glucose level was 245 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer declined troubleshooting the issue. The customer did not return the product back for analysis. The customer stated that they will consult their healthcare provider about changing their infusion set.